Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery using pod coils, a lantern delivery microcatheter (lantern) and a non-penumbra catheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician successfully placed a pod coil in the target location using the lantern. The physician then advanced the next pod coil into the target location, but it would not take its intended shape. The physician made several attempts to retract and reposition the pod coil and lantern. Subsequently, in one of the attempts, the pod coil became stuck at the distal end of the lantern. It was reported that the physician experienced resistance while using the pod coil. Therefore, the pod coil and lantern were removed together. The procedure ended at this point after the physician confirmed that the coil embolization was achieved with the pod coil that was previously implanted. There was no report of an adverse effect to the patient.